Event description:
It was reported to philips by a customer that the unit had issues with the nav-ring. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer had a unit and the green checkmark is not operating. The rse recommended opening the ui (user interface) and verify the white cable is properly connected to the switch pcba. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue occurred during the unit¿s preventive maintenance. Therefore, this complaint no longer meets reportability requirements.